Event description:
It was reported that a primary audible alarm was experienced.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with the top case cracked. Event log history was performed and indicated that primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Unable to duplicate the primary audible alarm post error at power up. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced speaker for preventive and re-glued j9 connection.